Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: DHR review was completed. Manufacturing location: monument manufacturing date: 07-oct-2016. Expiration date: 01-sep-2026. Part #: 04.038.285s, lot#: h198968 (sterile) - tfna helical blade 85mm -sterile, quantity 48. Raw material part no: 21012 lot number 9974142 reviewed and raw material receiving/putaway checklist meet requirements. In-process acceptance sheet and inspection sheet for inspection and final inspection meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. H11 corrected data: h4: date of manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID and weight were not provided for reporting. Device malfunctioned intra-operative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an operation for femoral trochanter fracture using the tfna system was performed. The surgeon attempted to use the blade with a hammer while reducing it with his left hand, feeling that this blade hit something after passing through the nail, which resulted in failure of insertion of the blade. Several attempts were made to insert the blade, considering that this was caused by either loosening the screw or bending the guidewire due to the reduction, but attempts were unsuccessful. Although the blade could not be pulled out and the inserter handle was hit with the hammer, it was possible to remove the blade with a removal tool through the sleeve by sliding back. Finally, the operation was completed by replacing the nail with another nail size (04.037.142s). The operation was delayed by twenty minutes and there were no adverse consequences for the patient. The surgeon noted that this event could be caused because the locking mechanism of this nail was out of position. This report is for one (1) tfna helical blade 85mm sterile. This is report 2 of 3 for (B)(4).